Manufacturer narrative:
Root cause appears to be related to the storage conditions at the user facility. Sales rep was asked if the products may have been exposed to cold temperatures, as events of this nature have been found to occur with units exposed to extreme cold. Water freezing can push the o-ring at the connector out of position. Rep confirmed that the hospital had stored the two units in refrigerator for more than a week before the case. He has explained this to the facility and they are now storing at room temp.

Event description:
It was reported that when the surgeon attempted to apply the bone cement in a vertebroplasty procedure, the hydraulic pump leaked water at the cement reservoir connector. As a result, the unit would not function and another was opened. This unit had the same problem and the surgeon was forced to use a competitive product to complete the case. There was no impact to the patient. The problems experienced did result in a delay to the case in excess of 30 min. As a result of the extended delay, an MDR is being filed to document this event. Device 1. See also MDR 1526439-2009-00073.